Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer noticed that the maryland bipolar forceps instrument installed on the universal surgical manipulator (usm) 2 had moved slightly back and forth while the surgeon was manipulating another instrument on the usm1. There was no issue when the surgeon was controlling the maryland bipolar forceps instrument. All cannulas were docked to the patient. The procedure will be continued robotically with all arms. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. The customer was able to continue the procedure with all 4 arms. The movement of the arm did not cause any injury to the patient. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. After completing the procedure, the fse checked the system but was not able to reproduce the vibration issue. The fse found the boom was fully extended and the universal surgical manipulator (usm) 2 was farthest from the patient side cart (psc) center of gravity. The fse advised to adjust the arm closer to center of gravity when docking the psc. No part replacement was required. The system was tested operated and verified as ready for use. An event verification confirmed the partial nephrectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the universal surgical manipulator (usm) vibrated after the start of the procedure. Usm vibration could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.